Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure dates or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Citation: rodrigues-gonçalves, v., verdaguer-tremolosa, m., martínez-lópez, p. Et al. Open vs. Robot-assisted preperitoneal inguinal hernia repair. Are they truly clinically different? Hernia 28, 1355¿1363 (2024). Https://doi.org/10.1007/s10029-024-03050-8 section a: patient information - no specific patient demographics were provided for the specific patients that had complications. Median age of the robotic group is 69 years, the majority (82%) of the patients were male. Field b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used. Section d - suspect medical device: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used. Blank MDR fields: the expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
A literature article described a retrospective analysis between september 2018 to may 2023 of 308 patients that underwent elective inguinal hernia repair procedures. A total of 198 patients received open preperitoneal repairs and 110 patients underwent robotic-assisted procedures in one single institution, performed by three trained surgeons. The study was to compare postoperative outcomes, such as complications, chronic pain, and recurrence rates, between open preperitoneal and robotic-assisted laparoscopic inguinal hernia repairs. The article noted that during these robotic-assisted transabdominal preperitoneal (r-tapp) inguinal hernia repair procedures, postoperative complications occurred in 31 of the 110 cases, which includes 25 patients experienced seroma, 6 patients developed hematoma and one patient had acute urinary retention. All of these mentioned complications were lower than clavien-dindo ii. In the r-tapp group, 2 patients developed an incisional hernia at the umbilical trocar and required subsequent mesh repair. One patient required a conversion from r-tapp to open surgery due to dense intra-abdominal adhesions. There was no mention of any device malfunctions during the robotic assisted surgeries.